Event description:
Pt was revised because incompatible products were implanted during the original surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.